Event description:
Hamilton medical ag received the following event description, the device alarmed with oxygen + air supplies failed. Additionally, it was showing tf 5501. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with oxygen + air supplies failed and technical fault 5501. The exact circumstances of the occurrence are unknown. However, it is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. According to the partner, the issue was caused by a defective sensor board. A replacement sensor board was sent to the end customer and it was confirmed that this solved the problem.